Manufacturer narrative:
Device evaluation summary: the pump investigation included priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and flowed per specification. (B)(4).

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the location of the pump was causing discomfort for the patient. The physician determined that the patient's discomfort was likely due to the device riding on the patient's hip bone. The pump was explanted and returned for evaluation.